Event description:
It was reported that during implant low p-wave amplitude measurements were observed on the device but normal amplitude measurements were observed through the pacing system analyzer. A second device was used with the same results once the rv lead was connected. Both the devices were not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported measurement anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomaly was found. The cause of the reported field event could not be determined due to lack of information obtained from the device.